Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the shaft of the catheter was separated. The 90% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilation. Upon removal of the balloon catheter inside the patient, it was noted that the shaft of the catheter was separated at the point where the guide wire exits the manorial portion of the catheter or ¿skive". All segments of the device were successfully retrieved from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was excellent.